Event description:
It was reported that leakage occurred with a bd angiocath¿ IV catheter. The following information was provided by the initial reporter, "infusion leaked from the root of the catheter."

Manufacturer narrative:
H.6. Investigation: bd was able to verify the reported failure after the sample was sent for a CT scan. The computed tomography showed the leak defect due to an opening in the catheter. Based on the investigations performed and visual analysis of CT scan images, the defect was compared with cutting tools present throughout the entire production process and the hole geometry in the product, nothing was found matching. No objective evidence of this incident was found during the device history record and quality notifications analysis for the claimed lot, therefore, we were unable to determine an exact root cause. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred with a bd angiocath¿ IV catheter. The following information was provided by the initial reporter, "infusion leaked from the root of the catheter."